Manufacturer narrative:
(B)(4). Title: transcatheter aortic valve replacement for degenerative bioprosthetic surgical valves: results from the global valve-in-valve registry authors: danny dvir, md; john webb, md; stephen brecker, md; sabine bleiziffer, md; david hildick-smith, md; antonio colombo, md; fleur descoutures, md; christian hengstenberg, md; neil e. Moat, frcs; raffi bekeredjian, md; massimo napodano, md; luca testa, md, phd; thierry lefevre, md; victor guetta, md; henrik nissen, md, phd; jose´-mari´a herna´ndez, md; david roy, md; rui c. Teles, md; amit segev, md; nicolas dumonteil, md; claudia fiorina, md; michael gotzmann, md; didier tchetche, md; mohamed abdel-wahab, md; federico de marco, md; andreas baumbach, md; jean-claude laborde, md; ran kornowski, md citation: circulation. 2012;126:2335-2344 (doi 10.1161/circulationaha.112.104505)

Event description:
Medtronic received information via literature review of an evaluation of transcatheter aortic valve-in-valve (viv) implantation for patients with deteriorated surgical bioprosthetic valves. The patient population was represented by the global viv registry, and included 202 individuals (predominantly male; mean age 77 years) implanted with surgical bioprosthetic valves from various medical device manufacturers. The 202 deteriorated surgical bioprosthetic valves (155 stented and 47 stentless) had evidence of stenosis, regurgitation, or both, all of which were addressed by viv transcatheter intervention. Of these 202 surgical bioprosthetic valves, three medtronic surgical bioprosthetic valve models were referenced, totaling 28 stented and 4 stentless bioprostheses (no model or serial numbers were provided). The specific failure mechanism for these 32 medtronic products was not detailed. No additional adverse patient effects were reported. Additional information has been requested.

Manufacturer narrative:
Conclusion: no device was returned and no unique device identifier numbers were provided. Based on the available information a review of the device history record could not be performed and root cause could not be identified.

Event description:
Requests for additional information provided no further details.